Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted into the patient's penis, no issues noted, balloon was felt to be instilled without any restriction. Urine did return and had roughly 200 cc of light-colored yellow urine. Upon turning the patient supine, it was noted that the catheter was on the floor. Upon inspection, the tip roughly 3 inches was missed from the catheter. Staff had looked through the bedding and the floor to see if the tip was on the floor or in the bedding but found nothing. They had called a urologist to do a bedside cystoscopy while the patient remained sedated. Urologist did not find any foreign objects in bladder or urinary tract. They attached the picture of the catheter alongside another catheter to compare for you.

Event description:
It was reported that foley catheter was inserted into the patient's penis, no issues noted, balloon was felt to be instilled without any restriction. Urine did return and had roughly 200 cc of light-colored yellow urine. Upon turning the patient supine, it was noted that the catheter was on the floor. Upon inspection, the tip roughly 3 inches was missed from the catheter. Staff had looked through the bedding and the floor to see if the tip was on the floor or in the bedding but found nothing. They had called a urologist to do a bedside cystoscopy while the patient remained sedated. Urologist did not find any foreign objects in bladder or urinary tract. They attached the picture of the catheter alongside another catheter to compare for you.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual inspection of the sample noted the balloon was cut off of the catheter upon return. Also received one photo sample that shows complete catheter with the tip on it and a broken catheter with no tip. Therefore, the reported event is confirmed and does not meet specification as per inspection procedure ip7602590 rev 12 which states: "inspect for missing and/or incomplete tip fill, poor gluing, damage, or scratches". The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.